Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: hg2pla3h16, implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (unknown con centration) at 270 mcg/day via an implantable pump for head injury. It was reported that the postoperative course following implant on (B)(6) 2019 progressed smoothly. During the ¿head artificial bone procedure¿ on (B)(6) 2019 an abdominal wound infection was found. ¿abdominal debris¿ was also performed during the head procedure. The patient was placed under observation with administration of antibiotic (vancomycin). The classification of severity was ¿3 (serious)¿. The outcome of the event was ¿unrecovered¿. The causality was not attributed to the drug, catheter, pump, or programmer. It was unknown if the causality was attributed to the surgical procedure. It was the physician¿s assessment that ¿because infection was developed, there was a possibility that there was a problem with the procedure. The pump might be removed but unfortunately it could not because it was very effective. In the case of removal, the physician gave an explanation that the dosage would be decreased by 20% each time, and it was understood. The physician would consult with the hcp at the hospital where the patient was followed up to consider the future correspondence¿. No further complications were reported.